Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a literature published by william beaumont hospital, in USA. The title of this report is ¿short versus long intramedullary nails for treatment of intertrochanteric femur fractures(ota 31 a-1 and a-2)¿ which is associated with the stryker ¿gamma 3¿ system. Article can be found on doi: 10.1097/bot.0b013e3182a7131c. Within that publication which included 194 patients, post-operative complications were reported, which allegedly occurred between january 2008 to december 2011. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses lag screw cut-out and impending periprosthetic fracture followed by total hip arthroplasty. The report states: ¿¿one patient presented with a lag screw cutout and an impending periprosthetic fracture around a short nail, treated by conversion to a total hip arthroplasty.¿¿